Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery using a prostyle device via a 6f sheath hole after a percutaneous transluminal angioplasty procedure. Reportedly, the physician had difficulty advancing the knot as it was not advancing smoothly; therefore, the suture was cut and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 2920 was removed.

Event description:
Subsequent to the initially filed report, additional information was received. Returned device analysis noted a posterior foot separation. The separated portion was not returned and the location of the detached foot is unknown. Additional follow up with the account confirmed that the device failure was a cuff miss, and not difficulty advancing the knot. The foot separation was not noted upon removal of the device. No additional information was provided.